Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open burn like rash under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital for observation. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's wound care physician applied a cream and bandaged the skin irritation. It was reported that the patient passed away. There is no indication that the lifevest caused or contributed to the patient's passing. Outcome of the skin irritation is unknown.